Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per event description, it was reported that the site was questioning a change in the patient's waveforms. After review from the technical heart failure specialist (thfs), they determined that the waveform appeared to be dampened. Per the abbott rep, the clinic does not plan to investigate the dampening any further. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.